Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 16-oct-2024 that the infusion set cannula was crimped which results into the replcement of device. This event was occured on (B)(6) 2024. The infusion set was in use for 7 days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date, additional patient or event details were received which have been added in h11.